Manufacturer narrative:
Supplemental report 02 - (B)(4). Correction: this MDR is being submitted to correct the submitted part description under d1, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-13543. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the on market quality review (mqr) procedure. The identified malfunction code, "adhesive patch lifts or detaches during use (only use for confirmed adhesive issue", is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6005583 was manufactured on 22-feb-2024, in line 1, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and iso en 13485:2016: medical devices-quality management systems.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).